Event description:
The patient reported that the up, down, check, and menu buttons of the infusion device do not work. She stated an e8 (power interrupt) error is displayed and she is not able to clear it due to the defective check button. She also stated the rubber around the up and down button is torn. She switched to the backup infusion device. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.